Manufacturer narrative:
The submission of this report or related information is not necessarily an admission that our employees or our device caused or contributed to the reportable event.

Event description:
It was reported that as the physician removed the wire and dilator, and was getting the side port flush connected, the patient desaturated into the low 90s/high 80s and became hypotensive in the 90s/60s. Reportedly, the flexcath and acqcross were advanced to the atrial septum. The physician tented the septum, extended the acqcross needle, advanced the wire into the lspv (left superior pulmonary vein), and retraced the needle. Then the physician advanced the flexcath and acqcross transeptal into the left atrium, removed the wire and dilator, and hooked up the flexcath side port to a heparin flush line. At the same time, the patient's oxygen saturations decreased, and the patient became hypotensive. The physician looked on fluoroscopy for pericardial effusion and did not see any air moving in the patient's thorax and looked again on intracardiac echocardiography(ice) and did not see any effusion. The anesthetist then gave a vasopressor to address the patient becoming hypotensive and the physician decided to move forward with the procedure and began prepping the cryoballon. Then the patient began having st segment elevation that lasted approximately a minute. The physician then checked again for an air embolism. The patient's saturations rose back to 100% and the blood pressure became hypertensive in the 170s systolic and the st segment elevation went away. The case was completed successfully with no other incident. The physician believes the issue was due to a vagal response. Although, it is not clear what caused all of this it was hypothesized that the manipulation of the intra septal and left atrial ganglion plexuses by the transseptal needle and sheath caused an imbalance in autonomic innervation, which lead to a coronary artery spasm and st-segment elevation. There was no allegation of malfunction or deficiency related to the acutus device. The device in question was discarded by the hospital and is not expected to be returned for investigation.